Manufacturer narrative:
This report is being updated to retract this report. This complaint has been determined to be a duplicate report. All information has been reported in mw 8010047-2021-02776.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the housing shows normal wear. The user's report of socket issue is confirmed. The video connector has a bent pin causing no image when connected to a scope. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It was reported during an unspecified procedure using a visera elite video system center, there was an unspecified socket issue. There was no patient impact related to this occurrence.